Event description:
The catheter was inserted by usual seldinger technique into the pt for "ptcd" drainage on june 25, 1999. About two or three days after placement, the dr experienced that the catheter would not drain. Upon imaging, the dr found the catheter was separated. The separated segment was retrieved by abdominal operation using a thread.